Event description:
A healthcare worker experienced a burning sensation and white discoloration inside the right arm, left thumb and left index finger. They were advised by the emergency room physician to soak the arm in water for 15 minutes. The worker washed the site daily with soap and water, and scrubbed the area with a luffa sponge. After scrubbing they noticed some blistering in the white area that began to bleed. The blisters lasted about 2 1/2 weeks. The symptoms resolved except for scars from the blisters.